Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tibial jig uprod became stuck in the ankle clamp.

Manufacturer narrative:
The devices were submitted with the hp em tibial jig uprod stuck/frozen inside the hp em tibial jig ankle clamp as reported. The devices were received in a condition that made evaluation for root cause determination impossible. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.